Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump not cycling. No information was provided about the patient's outcome. Additional information received indicated that during revision surgery a new pump was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump not cycling and not "pulling" fluid into the cylinders. During the procedure a new pump was implanted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, e1, h2, h3, h6, h10 fields changed. Product investigation completed. An allegation of pump malfunction was reported. The ms pump was visually inspected and functionally tested; no leaks were found. Visual inspection of the internal components of the pump identified a misaligned popped rod. The pump could not be functionally tested as it failed during priming. Product analysis concluded a pump malfunction from the identified misaligned popped rod. Based on the results of this investigation, no escalation or further action is required. B5, h2, h3, h6, h10 fields changed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump not cycling and not "pulling" fluid into the cylinders. During the procedure a new pump was implanted. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.